Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was implanted with a complete seal. A clot was discovered on the closure device post deployment. The physician placed a sentinel device via radial access in the patient. Subsequently, unsuccessful attempts were made to remove the clot with a watchman access sheath and a non-bsc sheath. The device was in a suitable position and the release criteria was met. The clot remained on the device and the patient remained stable. An activated clotting time (act) of 416 was noted during the procedure. Additionally, anticoagulant was given until the next follow up transesophageal echocardiography (tee) in two weeks.